Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to ketoacidosis and high blood glucose of 1700mg/dl. The customer was experiencing high glucose for several days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer's most recent glucose reading was 78mg/dl. The customer did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.